Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing on the infusion set disconnected from the plastic clip. No further information available.